Event description:
Rn was administering subq heparin to patient. After administering, she pushed safety device to cover needle, but device broke off at hinge leading rn to be stuck by dirty needle. Rn seen by employee health department.